Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
Evaluation summary: the trellis odu and catheter were received for evaluation. The dispersion wire of the odu was twisted and partially pulled out of the shipping hoop. The balloon, aspiration or infusion syringes were not received. The stopcocks were open and there was inflation media in the syringe chambers. A water-loaded balloon syringe was attached to the proximal balloon port. The syringe was compressed and a pinhole leak (less than1mm) was noted in the proximal balloon four mm from the proximal balloon bond.

Event description:
As reported: the trellis device was used per IFU during prep and loading. Once the proximal balloon was inflated and physician was getting ready to start infusing pta, we realized on the screen that the proximal balloon had burst. The entire device was removed and procedure was completed successfully with new trellis device.